Event description:
An aus device was implanted on 7/7/80. The cuff was revised on 5/14/81, 3/31/84, 11/28/84, 5/25/88, and 2/22/89. A tandem cuff was placed on 5/14/81. The balloon was revised on 2/28/84, 12/3/85, and 2/22/89. The pump was revised on 2/20/84, 5/25/88, 1/18/91, and 3/5/91. The entire device was removed from the pt and replaced on 8/26/97 due to recurring incontnence.